Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the patient reported that they've had a return of symptoms probably about 2- months after they had the device implanted. Patient stated that they have been unable to make any therapy adjustments. Patient also stated that they are having some issue with bowel too, but not so often. No troubleshooting was made during the call as the patient lost all their external devices. Patient wanted to get replacement devices, and agent reviewed possible eos base off of the implant date. Redirected to hcp to have their device checked. Agent documented reported events. On (B)(6) 2025 additional information was received from the patient. They reported that the cause of the issues was unknown. They will be having the device replaced on (B)(6) 2025. They did not indicate whether the issue was resolved or if the device would be returned.